Event description:
From importer report: MDR decision date:(B)(6) 2013 - (B)(6): no serious injury alleged. Malfunction alleged. Dealer states legs wore through rubber tips, scratching the tub. MDR filed.